Event description:
It was reported that during a right ventricular lead repositioning procedure, fluoroscopy revealed that the right atrial lead was dislodged. The lead was repositioned successfully. At the post operative check, lead diagnostics appeared to be stable. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).